Event description:
Related to MFR report # 2183959-2012-01661. The plaintiff was implanted with an ams perigee graft on (B)(6) 2008, to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered severe and permanent bodily injury and significant mental and physician pain and suffering." It was reported that the plaintiff underwent an additional surgery on (B)(6) 2010, "to attempt to remove the mesh." It was stated that the physician was "only able to remove small pieces of the mesh." It was alleged that the plaintiff has, "undergone extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was also alleged that the plaintiff "continues to suffer from pelvic pain, urinary problems, mesh erosion, incontinence and dyspareunia."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.